Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during prime, the shunt sensor leaked. The product was changed out. No pt involvement as occurred during prime. The surgery was completed successfully.

Manufacturer narrative:
Terumo has rec'd the actual device for eval; however, terumo is still investigating this issue and will be submitting a follow-up report when more info becomes available. (B)(4).